Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 400 mg/dl. Insulin pump received insulin flow block alarm. Customer changed plunger and confirmed that insulin exited tubing. Customer performed fill process and insulin pump did not alarm again. It was unknown if insulin pump was on auto mode. Device will not be returned for analysis.